Event description:
It was reported that during service and evaluation, it was determined that the compact air drive device had a sticky trigger and insufficient/low power. It was noted that the reverse trigger could not be depressed as the press pin had seized in the depressed state, and the device could only be tested in forward mode which resulted in low power. It was further determined that the device failed pretest for check reverse locking mechanism with oscillating saw attachment, check for sticky trigger, and check power with power test bench. It was noted in the service order that the device spoiled. This event did not occur during surgery. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger and insufficient/low power. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear.